Event description:
The patient reported that the up, down, and ok buttons were sticking and require multiple presses to respond. Buttons feel flat when pushed and do not bounce or spring back. The reporter denies tears in keypad or exposure to water and cleaning products.

Manufacturer narrative:
The pump was returned to animas. The evaluation revealed that the up, down and ok buttons were intermittently responding. It was observed that the buttons were sticking and required multiple presses to respond. The keypad was removed and adhesive was found under the button contacts.